Event description:
Patient was brought to cardiac catheterization lab (ccl). Right wrist was used for left heart catheterization with selective coronary artery angiography. Given the burden of coronary artery disease, the team elected to place an intra-aortic balloon pump to bridge the patient for potential surgery. Right groin was used for the intra-aortic balloon pump (iabp) insertion. Fiberoptic sensor failed on the iabp. Team used alternative algorithm of transducing the iabp via aortic pressure sensor (aortic transducer to a-line). Procedure continued without any further problem. Proper position of the balloon pump just below the aortic notch was confirmed using fluoroscopy. The balloon pump and sheath were sutured into place. Iabp was removed after 24hours. Manufacturer response for 8fr 40cc fiberoptix iab, fiberoptix iab (per site reporter) per cardiac catheterization lab (ccl) manager, this is not a new issue. Vendor has been out & several catheters have been returned for investigation in the past. She reached out to the vendor/rep and was informed that there has been an FDA-approved change in catheters. Unfortunately, there is not a plan for swapping out current inventory for approved catheters. Product/iabp returned to the vendor last week.